Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged across its length with struts at the proximal end bunched and expanded for 13mm and at the distal end distorted and stretched. Stent moved proximally on the balloon over the proximal markerband and on the outer extrusion. The balloon cones were reviewed and it was noted that the balloon wings on the distal side were tightly wrapped and evenly folded and were not subjected to positive pressure. However on the proximal side the balloon wings were slightly relaxed and opened out of their folded position. Crimp markings were evident on the exposed part of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement through a calcified lesion. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that difficulty in catheter removal and stent movement on balloon occurred. Vascular access was obtained via the right femoral artery. The 85% stenosed, 32mm in length, concentric, de novo target lesion was located in the mildly tortuous, moderately calcified, and 2.25mm in diameter left anterior descending artery. Following pre-dilation with a 2x12 maverick balloon catheter, a 2.25x32mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. The stent became stuck in the lesion and could not be pulled back easily and part of the stent was ripped off from the balloon. The whole device was removed cautiously along with the guiding catheter and the wire as a unit. The procedure was completed with another 2.25x32 promus element¿ stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that difficulty in catheter removal and stent movement on balloon occurred. Vascular access was obtained via the right femoral artery. The (B)(4) stenosed, 32mm in length, concentric, de novo target lesion was located in the mildly tortuous, moderately calcified, and 2.25mm in diameter left anterior descending artery. Following pre-dilation with a 2x12 maverick balloon catheter, a 2.25x32mm promus element(tm) drug-eluting stent was advanced but failed to cross the lesion. The stent became stuck in the lesion and could not be pulled back easily and part of the stent was ripped off from the balloon. The whole device was removed cautiously along with the guiding catheter and the wire as a unit. The procedure was completed with another 2.25x32 promus element(tm) stent. No patient complications were reported.